Manufacturer narrative:
The device has been received and an evaluation is pending. A follow-up report will be submitted once the evaluation is completed.

Event description:
The customer reported an over-infusion/free flow. The pcu passed post event pm checks and had no visible damage. The pump module had no visible damage, but tiny bits of rattling could be heard from inside the unit. The pump module failed post event pm checks. The customer reported an IV test set was loaded, and as soon as the pump module door was shut, fluid started flowing. The customer reported they attempted to do the first pm check of "patient side occlusion" but the pump module was not able to build up enough pressure to occlude. The customer tested the IV set from the incident in a pump module that's known to be "good" by running a flow rate procedure, and the IV set passed the flow rate test, and it's output was the correct amount of fluid. The customer does not believe there's anything wrong with the IV set. There's no report of patient harm. During a tpc site visit, photos were taken of pump module serial number (B)(4), and free flow was reported to have been confirmed. The device's bezel was cracked at the lower hinge. Dried IV fluid and cleaning fluid were behind the membrane frame. Several major cracks in the bezel behind the membrane frame were noted. It was reported that fluid penetrating the device through cracks had caused corrosion on the inside of the device. A piece of plastic membrane frame had also broken off and was rattling inside of the case.

Event description:
The event occurred in the neuro ICU. The patient's blood pressure then went up to 230 systolically.

Manufacturer narrative:
The patient was an adult. The customer¿s report of an overinfusion and free flow was confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. Free flow was observed from the device during functional testing. It was observed that the lower occluder finger did not protrude completely forward when the camshaft was rotated. Internal inspection found a piece of a membrane frame that dropped from the mechanism assembly and is believed to have prevented the lower occluder finger from extending fully. The device was re-assembled and was delivering fluid outside of specification (low) and is believed to be due to the missing top right datum (platen locating post). The device passed both the fluid side occlusion and patient side occlusion testing. The volume recorded as being infused during this period was 11.989ml. The root cause of the overinfusion and free flow was a stuck occluder that was caused by a broken membrane frame post. The cause of the damage was not identified.

Event description:
The customer reported an over-infusion/free flow of vasopressin in the neuro ICU. As a result, the patient's blood pressure went up to 230 systolic. The pcu passed post event pm checks and had no visible damage. The pump module also had no visible damage, but tiny bits of rattling could be heard from inside the unit. The pump module failed post event pm checks. They reported that when an IV test set was loaded, and the pump module door was shut, the fluid started flowing. They attempted to do the first pm check of "patient side occlusion" but the pump module was not able to build up enough pressure to occlude. The customer tested the IV set from the incident in a pump module that was known to be "good" by running a flow rate procedure, and the IV set passed the flow rate test. The customer does not believe there was anything wrong with the IV set. The customer later reported that the patient experienced the systolic blood pressure increase at 1553 when phenylephrine was changed. The patient complained of arm and head pain. The medication was stopped and tubing was changed, and the patient's blood pressure returned to baseline. No physical damage of the device was noted. The pump module failed the pm as soon as the IV test began. The customer suspects the bezel assembly to be damaged which is causing the "fingers" to not move far enough to completely pinch off the IV line. During a tpc site visit, photos were taken of pump module serial number (B)(4), and free flow was reported to have been confirmed. The device's bezel was cracked at the lower hinge. Dried IV fluid and cleaning fluid were behind the membrane frame. Several major cracks in the bezel behind the membrane frame were noted. It was reported that fluid penetrating the device through cracks had caused corrosion on the inside of the device. A piece of plastic membrane frame had also broken off and was rattling inside of the case.